Event description:
It was reported to minimed that the customer experienced a low blood glucose event with a value of 48 mg/dl resulting in hospitalization. The event involved product(s) mmt-1884,mmt-242a,mmt-332a. The customer has type 1 diabetes and reported running out of dexcom g7 sensors and was monitoring glucose using a meter only. The reported blood glucose was treated via admission to emergency medical services visit. The customer¿s wife assisted during the event by administering sugar and orange juice after observing symptoms including shaking and the patient¿s eyes rolling back. The customer was admitted to hospital for greater than 24 hours. And also, the insulin therapy was discontinued during hospitalization. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting could not be completed as the event was reported as a past event and the patient and spouse were unable to recall specific details such as infusion set change date, reservoir status, or pump settings at the time of the event. No further patient complications were reported. Mmt-1884,mmt-242a,mmt-332a were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.